Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent primary breast augmentation with a 575cc mentor smooth round spectrum saline breast prosthesis on the left side, suffered skin breakdown and implant exposure post-operatively. As a result, the patient underwent unilateral removal and replacement with a 800cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2019.